Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country complaint: japan. It was reported that during surgery, the jaw was broken.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found a bent drawbar fd220214. Furthermore we made a visual inspection of the front part of the drawbar and of the rear part. Here we found a breaking point and visible damage. Additionally we made a visible inspection of the jaw part assembled fd222801. Here we found visible damage and unknown impurity on the jaw part fd222201. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume a mechanical overload situation as the causal factor and these will result with the bent drawbar, damages and breakages. According to the quality standard and DHR files, a material defect and production error can be excluded. According to the checklist vigilance first level support 400335645 23rd february 2017 "it was used for orthopaedic surgery (most likely spine surgery), which is not appropriate use of the forceps." Let us assume that there is the possibility of a usage error. No CAPA is necessary.